Event description:
It was reported, a wet tap occurred during the patient's trial procedure when the physician was using the epiducer needle. The physician performed a blood patch and the procedure was abandoned. The patient was asymptomatic postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.